Manufacturer narrative:
Initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this lead was an attempted implant. During the procedure, this lead exhibited high out of range pacing impedance measurements. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead is not expected to be returned since it was retained by the explanting hospital.